Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag became disconnected from the cassette line. The event occurred during dwell three of five on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) assisted the hp with ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.